Event description:
It was reported that a flogard infusion pump appeared to work backwards and took the patient's blood into the bag. The device alarmed about an hour into the blood transfusion. The infusion continued with another pump. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Visual inspection, functional testing, and the alarm log could not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.